Event description:
Information was received from the manufacturer¿s representative (rep) who reported the patient was seeing a 575 error code on their handset. The rep didn¿t have any further details, but noted the patient had the neurostimulator replaced on (B)(6) 2020 and received the handset and wireless recharger at that time. The rep was redirected to attempt unlinking/relinking handset with the neurostimulator to see if that resolved the situation. If that didn¿t resolve the issue another handset could be tried; if that didn¿t resolve the issue the neurostimulator may need to be reset using the recharger. Additional information was received reporting that the patient has difficulty communicating with the recharger and recharger app error code 575. The cause of the 575 code was not determined but per technical services and visualization, it appeared to be the recharger communicator. The recharger puck is not responding and the power indicator lights are blinking. Normal reset and clinician reset are not working to restore any light to the power button. The patient was implanted last week and the patient successfully recharged twice before experiencing an issue. The patient handset was working as expected without issue and the patient is currently on at 100% charge. No patient symptoms were reported. A replacement recharger was sent.

Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6). Product type recharger h3: analysis of the wireless recharger (s/n: (B)(6)) revealed that they were not able to confirm 575 error code because the device was unresponsive. Device is confirmed to have main micro-controller corrupted thus causing the batteries to cycle/scroll. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs, this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.